Manufacturer narrative:
Device evaluated by manufacturer? Yes.

Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly. Multiple unsuccessful attempts were made to download data from the pod. Download was attempted from the unopened device, and download was again attempted after connecting the pcb to an external power supply. Communication could not be established between the pod and master pdm. Within the investigation, a leak test was performed. No leaks or damages were observed within the cannula sub-assembly during this test. Upon inspection of the reservoir, fluid was observed in the reservoir opposite to the plunger indicating an issue with the o-ring seal. Corrosion was also found on the tub nut upon further inspection. The o-ring seal was inspected under magnification and an area of inadequate sealing was observed. Fluid leaking through the inadequate seal and then through the openings in the top of the reservoir would lead to the observed corrosion inside the pod. Fluid leaking out of the intended fluid path is confirmed to have caused improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 401 mg/dl while wearing the pod between 4 and 24 hours. Ketones were also tested and results were 1.1 and 1.9. As treatment, patient drank fluids, and a new pod was applied and insulin was delivered.